Manufacturer narrative:
After battery installation, no blank display noted. However, unit gave a full segment display anomaly due to faulty x2 at interface board. Unable to perform operating currents, self-test, unexpected restart. A cold reset was performed error test, rewind test, basic occlusion test, occlusion test, prime or compromised force sensor system test, excessive no delivery test and displacement test or verify watchdog time out alarm due to full segment display. Unit had cracked lcd window, cracked case at display window corners.

Event description:
Customer reported via phone call that the insulin pump had cosmetic damage and crack on insulin pump. Customer's blood glucose level was 160 mg/dl. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.